Manufacturer narrative:
(B)(4). Concomitant medical products: the patient¿s medications include; coumadin, toprol, aldactone, lipitor, amiodarone, lisinopril, hydroxychloroquine, levothyroxine, vitamin d, aspirin, zofran, iron, macrodantin, and pantoprazole. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging identified evidence of aneurysm enlargement (amount unknown) of the left common iliac artery, loss of seal of the contralateral leg component, resulting in a distal type I endoleak. According to the report, the endoleak was caused by iliac artery dilation secondary to aortoiliac disease progression. On (B)(6) 2018, an intervention was performed to treat the enlarging aneurysm. An additional contralateral leg component, was implanted for distal extension. Final angiography showed resolution of the aneurysm, and the patient was reported to have tolerated the procedure.